Manufacturer narrative:
(B)(4). A sample was available at the plant for evaluation. Visual inspection revealed no non-conformances. A syringe was attached to the clearlink valve and a blockage was found on the unit, therefore the reported problem was confirmed. The cause of this condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A baxter quality engineer reported a clearlink valve that had a blockage when a syringe was attached to the clearlink valve. This condition occurred during priming in service. There was no patient involvement or medical intervention necessary. No additional information is available.